Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to perform the displacement test due to no button response. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was driving when the insulin pump alarmed button error and the alarm could not be cleared. Customer stated the device was in her pants against her skin and may have been exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.